Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the left radial artery. The 85% stenosed, 40mm x 2.25-2.5mm, eccentric, de novo target lesion with a bend of between 45 an 90 degrees was located in the mildly tortuous and mildly calcified mid to distal left circumflex (lcx) artery. A 32 x 2.25 promus premier¿ drug-eluting stent was advanced but a significant resistance was encountered and the device failed to cross the lesion. The device was removed and it was noted that the tip of the stent was deformed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the stent damaged, with struts on the proximal side bunched distally exposing the balloon wall for approximately 5mm. Several struts across the proximal half are bunched and misaligned. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp markings are evident on the exposed part of the balloon wall, indicating that a full crimp was achieved between the stent and balloon. The bumper tip of the device showed no signs of damage. A visual and tactile examination found several slight hyptoube kinks across the length of the shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues with their profile. The outer extrusion, inner lumen and bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the left radial artery. The 85% stenosed, 40mm x 2.25-2.5mm, eccentric, de novo target lesion with a bend of between 45 an 90 degrees was located in the mildly tortuous and mildly calcified mid to distal left circumflex (lcx) artery. A 32 x 2.25 promus premier¿ drug-eluting stent was advanced but a significant resistance was encountered and the device failed to cross the lesion. The device was removed and it was noted that the tip of the stent was deformed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.